Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "nurse reported that when attempting to place io, the needle did not fit the gun. They reported the needle was a round male connection and the gun was a square male connection. They tried another needle from a plus pack and it fit. The consequence was that vascular access was delayed. The additional intervention was grabbing a separate io needle that was successful. Unclear if this was a product issue or training issue as they throw away the product."

Event description:
It was reported that: "nurse reported that when attempting to place io, the needle did not fit the gun. They reported the needle was a round male connection and the gun was a square male connection. They tried another needle from a plus pack and it fit. The consequence was that vascular access was delayed. The additional intervention was grabbing a separate io needle that was successful. Unclear if this was a product issue or training issue as they throw away the product."

Manufacturer narrative:
(B)(4).